Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for less than 10 colony forming units (cfus) of strenotrophomonas maltophilia and less than 10 colony forming units (cfus) of klebsiella pneumoniae. The device was tested 4 days later and tested positive for greater than 100 cfus of strenotrophomonas and greater than 100 cfus of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The lm reviewed, the customer provided cds processes. Where information to judge deviation from the IFU (instruction for use) was not identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested by olympus. And a root cause could not be determined. The device was evaluated, where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.